Manufacturer narrative:
(B)(4). Investigation results: the fiber was returned broken in two pieces. The first piece measured approximately 172.6 cm from the top of the connector to the break. The second piece measured approximately 142.1 cm from the break to the tip and includes the entire distal tip. The cause code for this event is manufacturing deficiency. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it indicating that the fiber is broken within the connector. The fiber was broken within the connector before use, confirming the complaint. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. The condition of the returned device confirms that the fiber is broken. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use in a procedure performed on (B)(6) 2018. According to the complainant, during procedure, the laser fiber did not work with the console and the screen showed an ho sign. The first fiber was used with two different lumenis consoles but it still did not work. The procedure was completed with a second flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken within the sma connector.